Event description:
Customer alleged blood glucose results of hi (greater than 600 mg/dl) and 126 mg/dl when testing was performed back-to-back on the advantage system. Customer reported high blood glucose symptoms with the hi result and self-treated with insulin. The customer retested within 7 mins of the hi result and obtained 126 mg/dl. The customer continued to monitor his blood glucose, and obtained a value of 92 mg/dl approximately 2 hours later, at which point he self-treated with carbohydrates. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.